Manufacturer narrative:
Citation: quarti et al. Congenital mitral stenosis: old problems and new therapeutic options. Cardiology in the young: volume 29, supplement 1, pages s1s196. 53rd annual meeting of the association for european paediatric and congenital cardiology (aepc). Fibes conference and exhibition centre, seville, spain. May 1518, 2019. Doi:10.1017/s1047951119000489. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes for patients who underwent surgical valve repair for congenital mitral stenosis. All data were collected from a single center over a period of the last 30 years. The study population included 279 patients who were predominantly male with a mean age of 6.9 years and a mean weight of 16.9 kg. Of those, 29 patients underwent surgical valve repair to remove supramitral ring, restore a proper leaflet motion and/or improve subvalvular apparatus opening. Four of the 29 patients were implanted with a medtronic melody valve in the off-label position of the mitral valve. No unique device identifier numbers were provided. Among the four melody valve patients two deaths occurred. The authors noted that the melody valve was used in patients with the smallest annulus, and compared the mortality rate of 50% unfavorably with the overall mortality rate of 12.5%. No further details were provided on these deaths. Based on the available information medtronic product was associated with the death(s). No additional adverse patient effects or product performance issues were reported.